Manufacturer narrative:
The rapid infuser, ri-2 was returned to belmont for investigation on (B)(6) 2022; evaluation of the unit is in process. It was reported that there was no harm to the patient. The manufacturing records for this serial number were reviewed and no anomalies were identified. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user was experiencing flow rate being increased by itself during infuse. At one point, pump speed was set at 20 ml/min and within 1 to 2 minutes, it started to increase by itself. Another instance the user hit the stop button but it did not stop and kept on infusing. The incident occurred almost at the end of the case. It was restarted and was able to complete the procedure. The patient was not harmed

Manufacturer narrative:
Based on investigation done by belmont, the reported problem could no be reproduced. It was identified that both the display and the membrane switch in the system were shorted and severely damaged by saline contamination, which caused the touch screen to not function properly. The unit also needed a routine power recalibration. Based on these findings, both the display and the membrane switch in the system were replaced and a routine power calibration of the system was performed . In addition, the system was upgraded to the current revision and a testing was done by operating the unit at elevated temperature for 48 hours. Upon completion, a final functional test, an electrical safety test, and a final inspection were performed. The unit passed all test specifications and inspection requirements. The operator's manual also provides possible conditions and additional recommended operator actions. As fluid contamination may damage internal components, the service and preventive maintenance schedule outlined in the operator's manual instructs the user to check the unit seals every six months. The operator's manual also provides the following caution statement: "immediately wipe any spills from device." The manufacturing records for these serial numbers were reviewed and no related anomalies were identified. Belmont will continue to monitor and trend similar reports of this nature.